Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A partial lead was returned for analysis in three segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturing reference number: 2017865-2021-10921. It was reported that the patient presented to the emergency room for abdominal issues. Upon interrogation of the device, it was noted that the right ventricular lead exhibited loss of capture and the right atrial lead exhibited high capture thresholds. Dislodgement of both leads were confirmed with an x-ray. The leads were explanted and replaced. The patient was in stable condition.